Event description:
It was reported that the patient experienced an infection with drainage at the implantable neurostimulator (ins) pocket. The patient was put on antibiotics and had been changing the dressing as directed by the doctor. It was also noted that the patient had stimulation in the wrong location. When the patient walked the stimulation "felt funny" and that "something was not right". The sensation was described as a "shock" when she walked that goes down to her feet. The patient's typical settings used to be 4.8-5.0 (approx) and she could not have it up that high any longer. The change in stimulation began one-two days after the patient's nephew threw a water gun at the patient and hit her right at the ins site. The patient tried all available programs, but the symptoms continued.

Manufacturer narrative:
(B) (4).